Event description:
It was reported that the lead was explanted due to high pacing threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high threshold was not confirmed. The lead was returned in two pieces. Analysis found external insulation abrasion at 42.4cm to 43.5cm from the distal tip. The etfe insulation of the rv cables was intact.